Manufacturer narrative:
Correction: this product is labeled for single use.

Manufacturer narrative:
From the information provided in this allegation, there were no lot numbers, product codes, clinic or patient identifiers, or a specific timeframe recorded. Due to the lack of information present, an investigation cannot be performed. Granuflo product is not released if the requirements are not met or if product is considered nonconforming. Concentrate product is manufactured to meet aami requirements using validated processes and is released based on a determination that the finished product meets those requirements. Due to the limited information provided, a cause could not be established and the complaint cannot be confirmed. Clinicial review: it is unknown if a temporal relationship exists between hd therapy utilizing collective concentrate ¿ granuflo and the patient¿s serious adverse events of electrical cardiac arrest and death. The etiology of the events is unknown; therefore, causality cannot be established. The incidence of adverse cardiovascular events in the esrd population are considerably higher than the general population. Sudden death/cardiac arrhythmias account greater than 1/4th of all deaths in the medicare end stage renal disease (esrd) population. Based on the information available, the collective concentrate granuflo cannot be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the events. The lack of detailed patient information, treatment records, samples for evaluation, discharge summary, death certificate and/or autopsy report, prevents the collective concentrate granuflo from being excluded as having a possible causal or contributory role in the events.

Event description:
A (B)(6) social media user reported that a patient experienced a cardiac arrest and sudden death (date not provided) after using granuflo concentrate. There was no contact, patient, or product information provided. Additional information could not be obtained.